Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity (at least 2) of access sets had air in the line described as "small air bubble" or "air", resulting in air in line alarms on the novum pumps. This was observed during unspecified process steps on the pcu unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.